Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Investigation result: one flexiva ID tractip 200 laser fiber was returned broken in two pieces. The first piece measured approximately 61.7 cm from the top of the connector to the break. The second piece measured approximately 257.2 cm from the break to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 1 mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with a fracture. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, the laser fiber was noted to be broken out of the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. There was no serious injury nor adverse patient effects as result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber body broke and tip detached with evidence of use.